Manufacturer narrative:
The device was returned to olympus and evaluated. The returned product was observed in its original tyvek packaging, seal unbroken. It was confirmed that the tip of the device was broken with no breaches in the sealed packaging observed. The remainder of the device appeared intact and undamaged. A definitive root cause has not been identified.

Event description:
Olympus was informed that a customer inspected their stock of the uropass, model 61254bx, device and observed the tip of device broken while still in the package. The device was not used in a procedure.